Event description:
It was reported that during an unknown procedure, sparks above the top nearby the black isolation. No further information. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The 5dcd instrument was returned in good physical condition. The instrument was tested and functioned properly as it did open and closed without any difficulties noted. The end effectors were inspected and no broken parts were noted. The instrument was continuity tested and no anomalies were noted. Testing showed the shaft isolation was intact; no anomalies were noted. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).